Event description:
The right-side lead was eroding. The pt underwent revision on (B) (6) 2010. The lead was sutured to deeper fascia. Nothing was explanted. The pt had a f/u appointment scheduled for (B) (6) 2010.

Manufacturer narrative:
(B) (4).